Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system cat5 aspiration catheter (cat5). During the procedure, while attempting to advance the cat5 through a non-penumbra sheath, the physician noticed the cat5 was not tracking well and the hospital technician discovered under fluoroscopy the mid shaft of the cat5 to be broken and, therefore, it was removed. It was reported that the proximal end of the cat5 was also found to be ovalized upon removal. The procedure was then completed by administering tissue plasminogen activator (tpa) drip overnight. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system cat5 aspiration catheter (cat5) was fractured approximately 81.5 cm from the hub and the coil winds were exposed. The liner and coil winds within the proximal fractured segment was outside of the catheter. The device was ovalized from approximately 18.0 ¿ 19.0, 21.5 ¿ 23.5, 29.5 ¿ 30.5, 108.5 ¿ 109.5, 114.0 ¿ 119.5 and from 121.0 ¿ 122.0 cm from the hub. Conclusions: evaluation of the returned cat5 confirmed a fracture in the middle of the device and coil winds within the catheter was unraveled and exposed. If the cat5 is forcefully advanced against resistance, damage such as a fracture may occur. Subsequently, if the coil winds within the catheter is not fractured and the device is retracted, the coil winds may unravel from within the catheter and become exposed. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed that the lumen within the proximal fractured segment was outside of the catheter and ovalizations along the length of the cat5. These damages may have occurred during removal of the device from the non-penumbra sheath. Some of these damages may be incidental and may have occurred during packaging the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.